Manufacturer narrative:
The reported device, intended for use in service, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed a worn housing and a stalled motor. A motor stall condition will result in increased current draw from the control unit which can heat the motor and hand piece housing. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. The device has been in service for over five years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the motor drive unit became hot when used. It is unknown if this usage happened during testing, set-up or surgery. No harm to the user has been stated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.